Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that, after 32 months of support on the lvad, the hospital made a decision to exchange the patient's pump due to thrombus issues.

Manufacturer narrative:
The lvad was successfully exchanged and the patient remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.